Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm while sleeping. Customer stated that they must have held the button down while sleeping. Customer had elevated blood glucose(bg) levels, but did not provide a bg value. Customer resumed insulin to stabilize blood glucose levels. Tandem technical support educated the customer on how to prevent button alarms from being triggered.